Event description:
It was reported that lead was intermittently oversensing. The noise caused inhibition of pacing. The patient was pacemaker dependent and experienced occasional dizziness. Lead was capped and replaced. Patient was stable after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.